Event description:
It was reported that during a procedure, the atrial lead was dislodged after pocket was closed. The atrial lead was not used, and a different lead was used to complete the procedure.the patient was stable throughout.

Manufacturer narrative:
Correction: b5 - should have read "it was reported that during a procedure, the atrial lead had dislodged. The atrial lead was not used, and a different lead was used to complete the procedure on (B)(6) 2024. The patient was stable throughout." Rather than " it was reported that during a procedure, the atrial lead was dislodged after pocket was closed. The atrial lead was not used, and a different lead was used to complete the procedure. The patient was stable throughout."

Event description:
It was reported that during a procedure, the atrial lead had dislodged. The atrial lead was not used, and a different lead was used to complete the procedure on (B)(6) 2024. The patient was stable throughout.